Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the stripped screw could not be removed. The surgeon elected to use ucr implants to complete the case. The 3mm hex screwdriver and the threaded driver with sleeve were unsuccessfully used to explant the 6.75 ucr pa screws from a previous surgery. Add'l clinical info has been requested.